Manufacturer narrative:
Comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.2, 1.3, ref: 3.0, mean: 1.83, confidence limits: (1.2-2.3) result: fail. Reported results are outside of determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 1.2, 1.3, mean: 1.25, sd: 0.07, %cv: 5.66, result: pass. Reported results produced cv less than 20% which meets passing precision criteria. Results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 272418. Test results as follows: donor 1, inratio results: (2.3, 2.0, 2.1), reference: 2.23, bias threshold: (1.23 - 3.23), %cv: 7.16. Donor 2, inratio results: (3.3, 3.1, 3.0), reference:3.94, bias threshold: (2.94 - 4.94), %cv: 4.88. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). This issue will continue to be tracked and trended.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one pt. Results as follows: date: (B)(6) 2012, inratio inr: 1.2 and 1.3, lab inr: 3.0. Pt's therapeutic range was not provided.